Event description:
It was reported that the patient presented in the emergency room with complaints of dizziness and syncope. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2017. There were no complications and patient was discharged the following day.